Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had an unspecified scope communication error. The issue occurred during a diagnostic and therapeutic unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was not reproduced. However, another potential adverse event was noted where there was a faulty switch harness intermittently turning on/off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely caused by poor contact due to disconnection of the power switch harness. Olympus will continue to monitor field performance for this device.